Manufacturer narrative:
Device evaluation summary - (B)(4). The device returned with the graft cover severely curved. Kinking of the graft cover was observed 20.5cm, 13.5cm and 11.2cm from the front grip. The distal end of the taper tip was flared and damaged. Severe resistance was experienced when using the rapid release trigger to retract the graft cover. The cause of the event could not be confirmed through analysis. Device evaluation summary - (B)(4). The device returned with the graft cover severely curved. Kinking of the graft cover was observed 10.2cm, 8.5cm and 6.5cm from the front grip. The distal end of the taper tip was damaged. Severe resistance was experienced when using the rapid release trigger to retract the graft cover. The cause of the event could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the cause of the reported deployment difficulties, failure of the quick release which occurred with both implanted devices, could not be determined from the limited returned film report. The cause of the reported bent sheath observed outside of the patient also could not be determined. Complete pre-implant CT¿s were not provided; therefore, a complete assessment of the patient¿s anatomy could not be performed. Images during implant were not available for return and review, and post-implant CT¿s were also not provided for assessment of the stent graft in-vivo configuration. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported events. It is possible that the observed bent sheath may have contributed to the deployment difficulties. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. Other relevant device(s) are: product ID: vnmc3737c223te, serial/lot #: (B)(4), ubd: 24-jan-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 53mm thoracic aneurysm. Total aneurysm length was noted as 296mm. The thoracic diameter at the lsa measured 32mm. Thrombus and calcification was noted at the distal implantation site. It was reported during the index procedure during deployment of both vnmc3731c207te and vnmc3737c223te after the first two stents were deployed, the physician attempted to perform the quick release function however this failed. The physician noted that part of the sheath of the graft outside of the patient was bent. The sheath was straightened by a second physician, the quick release function engaged and the stent deployed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.